Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (10 mg/ml, 1 mg/day) via an implantable pump for failed back surgery syndrome and spinal pain. Information received reported the patient had an magnetic resonance imaging (MRI) on (B)(6) 2019 and the pump was never interrogated post-MRI until 2019-aug-15. A motor stall was seen at initial interrogation. At the refill on (B)(6) 2019 the expected reservoir volume (erv) was 22 cc and the actual reservoir volume (arv) was 21 cc which was within normal limits (wnl). The logs did not show a motor stall recovery occurred. The rep would wait 20 minutes and re-interrogate for a new set of logs to confirm the stall recovery. No symptoms were reported. On 2019-aug-19, additional information was received from the manufacturer representative (rep). The patient was interrogated after 20 minutes and it showed a motor stall recovery in the logs. The patient was doing fine. The pump was functioning appropriately.